Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system intermittently failed to boot up. There was no patient injury or death reported.